Event description:
It was reported that during an atypical resection laterality dextr procedure, the surgeon reported that the device cut the parenchyma but failed to apply the metal staples. The operation was approached with thoracoscopy have to be converted into thoracotomy. The pt was exposed to extended incision. The pt is doing well with no further consequence.